Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device remained implanted.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in the mitral position, inside a pre-existing 26mm sapien xt inside a 27mm non-edwards valve (viviv procedure). After the procedure, the mean gradient was 4mmhg. However, three months and thirteen days post-implant, mean gradient increased to 17mmhg. The patient presented with shortness of breath on exertion (soboe) moderate tricuspid regurgitation and rsvp 56mmhg. A post-dilation with a 24mm atlas balloon was performed. The gradient was reduced to 5mmhg. A second dilation with a 26mm true balloon reduced the gradient to 4mmhg. The procedure was successful. As per medical opinion, the gradient was elevated due to under expansion of the frame at the time of the valve in valve procedure in (B)(6) 2022 and supported that hypothesis with the measurements on the CT scan. The initially lower gradient after the viv was felt to be due to patient current fluid status, and was elevated once ''normal'' fluid volume returned after procedure.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of increased gradients of the valve was unable to be confirmed due to unavailable of medical record and relevant imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv in thv at mitral position for this case, so it was off-label. As reported, ''26mm sapien 3 ultra case by transeptal approach in mitral position inside a pre-existing 26mm sapien xt inside a 27mm mosaic valve (viviv procedure). After mviv procedure, the mean gradient was 4mmhg but, three months and thirteen days post-implant, mean gradient increased to 17mmhg'', and ''as per medical opinion, the gradient was elevated due to underexpansion of the frame at the time of the viv back in aug 2022 and supported that hypothesis with the measurements on the CT scan reported in the cer. The initially lower gradient after the viv was felt to be due to patient current fluid status, and was elevated once ''normal'' fluid volume returned after procedure''. In this case, under expanded valve could obstruct flow across the valve resulting in increased gradient. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the reported event. No labeling/IFU deficiencies were identified. Therefore, no corrective or preventative action, nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.